Event description:
According to the report of (B)(6) 2014, the patient had a sudden decrease in her hearing. A CT scan revealed that only 4 electrode channels were in the cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.